Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that primary tubing set disconnected during infusing. Although requested, additional information was not provided.

Event description:
It was reported that the patients mother informed the nurse that the tubing set disconnected during the infusion of an unspecified medication. Upon assessment the nurse found that the tubing set was "broken off" at the connection. Although requested, additional information was not provided.